Event description:
At initiation of hemodialysis treatment a leak is reported at the needle luer connector. Estimated blood loss = 30cc. Patient was recannulated with a new needle and treatment resumed. No patient injury or needle for medical intervention is reported.